Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Height cm: 86. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "2y po valve is blocked. Explanted." Item # reported involves component progav 2.0 with shunt assistant and distal catheter. Shunt assistant serial # (B)(4); progav 2.0 serial # (B)(4).

Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. Scratches of the outlet of the valve was observed through the visual in specification. No significant deformation or damage were detected. The permeability test has indicated that the valve has a blockage. This is a fixed pressure valve. An adjustment test, braking force test and brake function test is not applicable. We performed a visual inspection of the shunt assistant. No significant deformations or damage of the valve were detected during the visual inspections. Next we tested the permeability of the valve. The results indicate that the valve is occluded. Finally, we have dismantled the valve. Inside the valve we have found a buildup of substance likely protein. Based on our investigation, we confirm that the valve is occluded, likely due to the buildup of proteins observed. . We can exclude a defect at the time of release. The valve met all specifications of the final inspections.